Event description:
During a bowel resection the clip applier was shooting clips out of the jaws. The first clip worked fine, then the next clip came out past the jaws of the instrument and fell into the pt. In one instance during the clip applier's use a clip was thought to be in the jaws of the instrument, upon clipping a vessel there was not a clip and the vessel was severed. The case was completed with another clip applier.